Event description:
On (B)(6) 2019 a monopolar cord caught fire in the operating room during a procedure. The surgeon had started to use the iglesias when the nurse heard a loud noise and when she turned, she saw that the cord was on fire. The nurse quickly shut the generator down. The pt was unharmed.